Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead placement failed. Follow up concluded that the placement attempt failed due to a coronary sinus dissection. No intervention was performed and the lead placement was abandoned. No further patient complications have been reported as a result of this event.